Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged and exhibited high pacing thresholds. Additional information indicated that dislodgement was first noted during a routine follow-up, 10 days after implant. The lead was surgically repositioned. No additional adverse patient effects were reported.